Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. It was approached from the right femoral artery. The 100% stenosed lesion was located in a moderately tortuous left superficial femoral artery. On the first inflation the wanda 6.0-80, 120 balloon was inflated to four atmospheres. Second inflation the balloon was inflated to six atmospheres and third inflation was to ten atmospheres. On the fourth inflation the balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon a pinhole leak was identified. The leak was located at approximately 4cm distal to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. It was approached from the right femoral artery. The 100% stenosed lesion was located in a moderately tortuous left superficial femoral artery. On the first inflation the wanda 6.0-80, 120 balloon was inflated to four atmospheres. Second inflation the balloon was inflated to six atmospheres and third inflation was to ten atmospheres. On the fourth inflation the balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.